Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump had alarmed no infusion and had priming anomaly and that they experienced high blood glucose of 590mg/dl. It was reported that high blood glucose was treated with manual injection and that the customer declined troubleshooting for the high readings. It was reported that the insulin pump was unable to exit preparing to prime loop. It was reported that they customer was reporting this as a past event and that the issue was resolved by changing infusion set and reservoir. The product will not be returned for analysis.